Event description:
It was reported that during the procedure, at the time of opening the evos 2.7/3.5 mm medial distal tibia. Envelope, the sterile package was damaged. It seems that it was not blistered. The surgeon decided to use the item, therefore, only the product package will be sent for further investigation. No injuries or surgical delays were reported. Backup device information was not initially provided.